Event description:
I placed a new pair of acuvue oasys contact lenses on and noticed that my vision had not changed as if I was not wearing any contacts at all. I tried another pair from another box and noticed the same thing. Below are the lot numbers: l0014h, l0011s8.